Event description:
Patient was wearing a pod on the arm for between 36 to 48 hours. Following a meal bolus, blood glucose (bg) increased to 284 mg/dl, after which insulin delivery was initiated based on sensor readings. A rapid decline in bg to 47 mg/dl was subsequently experienced. Patient experienced symptoms of hypoglycemia, including heart palpitations, sweating, dizziness and shakiness, and sought emergency medical attention on (B)(6) 2026 while wearing the pod on the arm between 36 and 48 hours. Prior to the emergency room visit, patient self-treated with food and glucose tablets. The event was alleged by the patient as related to the pod, indicating alleged over-delivery of insulin due to inaccurate sensor information. Patient remained in the emergency department for approximately five hours on (B)(6) 2026. Diagnosis was reported as excessive insulin resulting in hypoglycemia. Diagnostic and laboratory evaluation included electrocardiogram, chest x-ray, and bloodwork, which identified low potassium levels indicative of electrolyte imbalance. Treatment included administration of intravenous glucose and oral carbohydrates. Information regarding insulin dose amounts is unavailable, as the device was discarded at the hospital following removal per medical instruction. Dexcom was notified of the event on 11 may 2026. Supplemental information will be provided if it becomes available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.